Event description:
The event is reported as: the staples do not close. The staples remain open. No patient injury reported.

Event description:
Caller reported blood glucose results of 100 mg/dl and "200 something" mg/dl within 10 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.